Event description:
Flow rate too fast. The pump was empty in 18 hours.

Manufacturer narrative:
Received two empty and used pumps for eval and investigation. The label on the pumps received indicated that the fill volume was 44 ml. The directions for use indicate that this pump should infuse in approx 18 hours. The pump infused within expected time frame for the fill volume indicated. No functional testing was performed. The directions for use (dfu) (1303046, rev. E) contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than normal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal. A review of the lot history found this to be the only complaint for fast flow for this lot.